Manufacturer narrative:
A ge oec service representative investigated the issue and found burn-in on the left (live) monitor. The left monitor was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a left monitor that was reported to be failing. A white horizontal line was on the screen